Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 c-ring is broken. As they pushed out the hemopro jaws, they were running into the c-ring. Additionally, the harvesting wand of the hemopro doesn't slide in and out of the cannula easily. A new device was used to complete the case. Delay to get a new device. No harm.

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h7, h9, h10. The device was returned to the factory for evaluation on 05/31/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned inside the cannula. The harvesting device was removed from the cannula. There were no visual defects observed on the intact harvesting device. The c-ring observed to be curved upward in its normal position. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "material deformation; c-ring" and "fitting problem- tool" was not confirmed, however the analyzed failure "break- c- ring" was observed. Specific actions for the reported failure mode (material deformation; c-ring) are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000388401 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported event "material deformation; c-ring". CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.